Event description:
It was reported that the pt's implantable neurostimulator encountered a "call doctor" warning, power on reset (por) condition. No further details, pt symptoms or outcome were provided. Additional info was requested but not available as of the date of this reported. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).